Manufacturer narrative:
Pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, missing serial number label and severly scratched lcd window. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that insulin pump had power error alarm. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.